Event description:
It was reported that during a case using the cranial guidance software, the system was glitching and there was a large deviation of accuracy. Additional information: upon the investigation completion and device evaluation, it was found that there was no software malfunction. The reported event was a result of a monitor display issue on the q guidance system.

Manufacturer narrative:
Corrections made to d2a, d2b, d4, g4, h4 h6 codes have been updated to reflect receipt of the device and conclusion of the investigation. Based on the conclusion of the investigation and device return, it was determined that the reported event was a result of the monitor display issue on the q guidance system. While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from (B)(6) 2013 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. Finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is an s4 with an occurrence level of o2. Based upon this review, it is not likely that a death or serious injury/serious deterioration in state of health would result if this event were to recur. Therefore, this event is not reportable.

Event description:
It was reported that during a case using the cranial guidance software, the system was glitching and there was a large deviation of accuracy.